Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was error in latch timeout structured query language. The technical support specialist confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system medication orders were not crossing. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.